Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient was not hospitalized as a result of this event. No corneal defect was persistent and/or recurrent, no defect resulted in corneal opacity or infection. Only the usual post-op eye drops, no additional medication were prescribed.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the haptic broke inside eye. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day. Additional information has been requested and received stating trailing haptic broke inside left eye had to be removed and another lens was used, resulted in patient harm slight epithelial edema.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).